Event description:
The customer reported that the v60 ventilator went to ventilator inoperative with error message of data acquisition pcba adc (printed circuit board assembly/ analog digital converter) failed. The customer reported there was no patient involvement.

Manufacturer narrative:
If follow-up, what type: correction. Customer replaced the retrofit data acquisition to motor controller cable with no resolve. Customer plan to order the data acquisition board for replacement.